Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of angina, stenosis and myocardial infarction listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. On (B)(6) 2017 the 2.5x38 mm xience xpedition stent was implanted. On (B)(6) 2024, the patient experienced chest pain and was admitted. In stent restenosis was noted via angiography and a myocardial infarction was diagnosed. The patient was treated with a non-abbott stent and non-abbott drug coated balloon. No additional information was provided.